Event description:
Pt reported low blood glucose reading of 25 mg/dl, followed by their passing out for two hours. Pt feels this incident was a result of poor eating habits on the day of the event. Pt self-treated by drinking orange juice.